Manufacturer narrative:
Evaluation result codes - operational problem changed to no failure detected; evaluation conclusion codes - known inherent risk of procedure changed to no failure detected, device operated within specification. Investigation paragraph revised. (B)(4). The device was returned to the factory for evaluation. Signs of clinical usage with no evidence of blood were observed. A visual inspection of the dc extension cable/cord was conducted. The connectors at both ends of the cable appear to be in good condition. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 2.5 volts. The device passed the pre-cautery test; it produced visible and audible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To verify that the cable was electrically functional the device was evaluated for electrical continuity using a multimeter. The connection between plug 1 - din 3, plug 2 - din 1 and plug 3 - din 5 were evaluated. The test determined that there was continuity between the pins. Based on the results of the investigation, the reported failure mode "failure to deliver energy" was not confirmed.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, dc extension cable did not work. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage with no evidence of blood were observed. A visual inspection of the dc extension cable/cord was conducted. The connectors at both ends of the cable appear to be in good condition. The cord was evaluated for electrical function. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 2.5 volts. The device passed the pre-cautery test; it produced visible and audible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To verify that the cable was electrically functional the device was evaluated for electrical continuity using a multimeter . The connection between plug 1 - din 3, plug 2 - din 1 and plug 3 - din 5 were evaluated. Continuity failed at two (2)connections. The 2 connections that failed were plug 2 - din 1 and plug 3 - din 5. Based on the results of the investigation, the reported failure mode "failure to deliver energy" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, dc extension cable did not work. A replacement device was used to complete the procedure. The hospital did not report any patient effects.